Event description:
It has been reported to philips the device fails self-test. No patient involvement.

Manufacturer narrative:
The hs1 device, s/n (B)(6), was received in good condition without accessories. The external visual inspection noted no anomalies. The device battery connectors, the cartridge ID and high voltage pogo pins were free from contamination and presented no abnormalities. In lab, the device powered up normally, and prior to testing. Prior to running a bit (battery insertion test) in the lab, the functional test was conducted ¿ the device successfully delivered three consecutive shocks (147.9j, 148.9j, and 148.4j), all of which were in spec (spec is 150j ± 15%). The device also passed bits with no errors reported. The tests were successful. No issue was reported. In summary, the device passed all tests in the lab and operated as normal. The errors recorded in the device record were not duplicated. No fault was found with the device. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.